Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, device was found in back-up vvi mode due to an event queue overflow. Device download was performed and normal function was restored. The patient was stable.